Event description:
The customer reported that a stator not on error message displayed on the system.

Manufacturer narrative:
Results - error code displayed. The system was repaired, found to be operating as intended, and released to the customer for use.